Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. (B)(4) devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 18 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Event description:
This report summarizes 19 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.